Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated from inguinal canal to submuscular space. It was noticed the pump was sticky. The ipp was explanted and replaced. No patient complications reported.